Manufacturer narrative:
Additional information provided: the customer¿s report of fluid dripping out of the tubing even though the tubing was inside the pump with the pump door closed was not confirmed. Physical inspection of the device noted the rear case, bezel, and door latch / sear were non-bd 3rd party parts. Other observed anomalies were slightly dull iui connectors. The pump module event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the device to be delivering fluid within specification. Pcu device and its logs and IV tubing were not received for investigation. The root cause of the customer¿s report of free flow on pump module was not identified.

Event description:
The customer reported they primed the primary tubing from a 50ml bag of ceftriazone (1gm) and programmed the pump to infuse at 100ml/hr for 30 minutes. The tubing was inserted into the pump and the door was closed with the tubing clamp opened. While the rn was attempting to connect the tubing to the patient he noticed fluid was dripping out of the tubing even though the tubing was inside the pump with the pump door closed. There was no patient harm or involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported they primed the primary tubing from a 50ml bag of ceftriazone (1gm) and programmed the pump to infuse at 100ml/hr for 30 minutes. The tubing was inserted into the pump and the door was closed with the tubing clamp opened. While the rn was attempting to connect the tubing to the patient he noticed fluid was dripping out of the tubing even though the tubing was inside the pump with the pump door closed. There was no patient harm or involvement.